Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Review of the provided photographs confirm a broken bearing. It is not fractured fully into 2 pieces and exhibits deformation also. Further next to the fracture a yellowish area is noticed that possibly indicates delamination. Nothing further can be gained from the photograph. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Radiograph images were received and assessed by a health care professional. However, the radiographs are not dated, and it is unknown if they are taken post primary or pre revision. Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Oxf pks c/less fem cocr sz sml pc/ha item# 154925 lot# 3707062. Oxf uni cmntls tib sz b lm item# 166572 lot# 3619582. G2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient who underwent uka, had a revision approximately 8 years post implantation due to implant bearing fracture. Diligence is completed and no further information on the reported event has been provided.